Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The bench technician found a loss of audio on the mx40 telemetry device. The device was not in use on a patient; the issue was identified by the bench technician when the device was powered on in preparation for testing. No adverse event involving patient or user was reported.